Event description:
Hcp reported right side "pain and discomfort with hardening of both breasts. Ultrasonography ((B)(6) 2023): sparse simple cysts and breast prostheses with lobulated contours and with small accumulation of adjacent anechoic fluid." Device remains implanted.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: seroma.

Manufacturer narrative:
Clarification to d9- the date 18jul2023 is when device photo was received. Photo analysis it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. ¿ cyst: unable to observe since it is a medical event and is not related to the device. ¿ seroma-late: unable to observe since it is a medical event and is not related to the device. ¿ visibility/palpability: unable to observe since it is a medical event and is not related to the device. ¿ pain: unable to observe since it is a medical event and is not related to the device. ¿ wrinkling: crease fold observed on the device. No additional observations were carried out.

Event description:
Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b

Event description:
Healthcare professional reported right side "pain and discomfort with hardening of both breasts. Ultrasonography: sparse simple cysts and breast prostheses with lobulated contours and with small accumulation of adjacent anechoic fluid." Device was explanted.